Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "lumpy and migrating". Healthcare professional later reported "hole, non specific". Device has been explanted.